Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance measurements, as well as high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead warning alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that there were 27 ventricular short interval counts (sic) occurring since (B)(6) 2013. The max ventricular pace impedance rose from an approximate baseline of 850 ohms the week ending (B)(6) 2012 to greater than 16,000 ohms the week ending (B)(6) 2013. The right ventricular (rv) pacing lead impedance alert occurred on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.